Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.

Event description:
The iab was inserted into the pt on 9/16/97 at 12:00 p.m. And removed on 9/17/97 at 7:30 p.m. The iab did not malfunction. The contact stated that the iab was discarded by the facility. A vascular surgeon was consulted, the pt had a thrombosis and surgery was required. The contact stated that the pt went on to expire and the death was not a direct consequence of the iab or iab therapy. On 11/3/97, the following info was reported: the iabp was inserted in the cath lab. The pt went to cvor for vsd closure and CABG x4. Post operatively, the pt required much inotropic support. The pt right and left extremity became cool and cyanotic. A vascular surgeon was consulted and fem-fem bypass was performed at the bedside. The pt continued to deteriorate and expired on 9/17/97 at 1930. On 10/15/97, the contact stated that the pt death was not a direct consequence of the iab or iab therapy. On 11/3/97, the contact stated that as a result of the event, the pt went on to expire. The iab was not saved. Event complications: thrombosis/surgery - rpt'd 10/15/97; death - rpt'd 11/3/97. Pt current status: expired - rpt'd 10/15/97.